Manufacturer narrative:
The reported complaint was not confirmed. The technician was not able to perform analysis on the returned product. It appears that product was misplaced. We will continue to monitor for this or similar complaints for this product code. The device history records and a review of complaint records for the previous 12 months could not be performed since the lot number was not provided. No further action is required. The most recent complaint and smt presentation has been reviewed and this product family did not exceed the upper control limit for complaints. At this time this complaint is considered to be closed. Should the product be located at a later date this complaint will be reopened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the bit holder slipper/disengaged and advanced to bone. The surgeon stated this is the third time this has happened. The surgeon is reported to be well-versed in the device. Device was being used for a ventric procedure. Another drill was used to complete the procedure. No reported patient harm or delay in surgery greater than 30 minutes.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup report will be filed.